Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Device malfunction: failed to deploy clip. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician using the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. It was reported that the device failed to deploy the clip; the clip remained in the delivery tube. It is unk how hemostasis was achieved. There were no adverse pt effects reported. Though requested, no add'l info was provided.